Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was confirmed as the internal marker tube was occluded with blood. The reported link break was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the filed initial report, additional information provided: after removing the proglide device, it looked like the link had detached from the device/footplate. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after an iliac kissing stent procedure. Reportedly, after insertion, there was no pulsatile blood flow through the marker lumen. After removing the proglide device, the link was noticed to be detached from the footplate. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.